Event description:
The customer reported that the trigger was sliding very badly and got blocked sometimes despite the regular lubrication. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. PMA/510k#: device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by a technician, it was revealed that the trigger slid poorly and got blocked. The device was reworked and returned to the customer on (B)(4) 2012. Placeholder.